Manufacturer narrative:
Device evaluation: one cadd legacy pump was returned for investigation in used condition. The pump was found to be ?double beeping? After power up. A review of the event history log (ehl) evidenced a high pressure alarm. The customer reported product problem (continuous beeping) was therefore confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The downstream occlusion sensor on the pump was replaced in order to correct the reported product problem.

Event description:
It was reported the device was giving an alarm.